Event description:
Covidien formerly tyco healthcare received a report from a biomedical engineer that the unit did not provide an audio tone. There was no patient harm reported.

Manufacturer narrative:
The device associated with this unit was requested back for evaluation, but it has not yet been received.